Event description:
It was reported during a polyp treatment procedure, the handle failed to function. A captivator ii polypectomy snare had been advanced to treat an unspecified colon polyp. The physician was unable to complete the procedure with this device as the handle was unable to function properly. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".